Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient complained about pain in the lumbar region postoperative. The surgeon took x-rays and suspects that the prodisc l implant was loosening. The revision procedure has been postponed and is now scheduled to take place on (B)(6) 2015. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Planned revision surgery now scheduled to take place on (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient complained about pain in the lumbar region. Surgeon "mase" an x-ray and suspects that the implant was loosening. Revision planned for (B)(6) 2015. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): this report is for an unknown inferior endplate for prodisc l/unknown lot.device has not been explanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision procedure has been cancelled. The implant remains in the patient.

Manufacturer narrative:
No patient information noted. Event date: unknown date. Unknown implant date. This report is for one unknown polyethylene inlay of prodisc¿l implant/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.